Manufacturer narrative:
During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found, as received, a complete lead was returned in one piece with a retracted helix and clogged with blood. X-ray examination found the inner coil was over torqued and two filars were broken at the connector region consistent with procedural damage. Visual inspection of the lead found external insulation abrasion that breached the outer insulation and exposed the outer coil at the proximal region. The cause of external insulation abrasion is consistent with friction to the device can. The sterilization records were reviewed, and no evidence of abnormal sterilization cycle was found.

Event description:
This report is to advise of an event observed during analysis.